Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that there were high impedances displayed on both leads of the spinal cord stimulation (scs) system. Therefore, the patient underwent a revision procedure where the leads were explanted and replaced with new leads. The patient was doing well post-operatively. The explanted devices will not be returned as they were discarded by the medical facility.